Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was swimming, the patient received an inappropriate shock. The right ventricular (rv) lead was noted to have high impedance which was thought to be a fracture. Reprogramming was performed to turn off therapies. The lead remains in use. No further patient complications have been reported as a result of this event.